Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number of menstrual. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. This investigation was conducted for an unknown lot number of menstrual. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown.

Event description:
Had the pad on for a little over an hour and got burned/it still stings really bad [thermal burn]. Case narrative:this is a spontaneous report from a contactable consumer (patient). A female patient of an unspecified age started to receive thermacare heatwrap (thermacare menstrual), from 2019 at an unspecified dose for menstrual cramp relief. The patient medical history and concomitant medications were not reported. The patient had used the product before. At the event of last month, (B)(6) 2019, she bought the product. However, this time around she had the pad on for a little over an hour and got burned in 2019. The patient had an image of the burn. It had been about 3-4 days since the burn and it still was stinging really bad. She no longer had the package her husband threw the other two patches out when she got experienced a burn. The action taken in response to the event for thermacare heatwrap and the event outcome were unknown. According to product quality complaints group: summary of investigation: per site: this investigation was conducted for an unknown lot number of menstrual. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. This investigation was conducted for an unknown lot number of menstrual. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. The severity is s3-skin burn per rpt- 38832 hazard analysis thermacare heat wrap product: 8 and 12 hour, effective 23apr2019, version 5.0. According to product quality complaints group: summary of investigation: per dchu: severity of harm s3. Dchu conclusion: based on the complaint narrative, the patient sustained a burn injury with product use. Review of complaint description concludes there is no device malfunction. Follow-up (29jul2019): new information received from product quality complaint group includes investigation results. Follow up (20aug2019 and 16oct2019): new information received from product quality complaint group includes severity of harm s3 and dchu conclusion. Follow-up (29jul2019): this follow-up report is being submitted to upgrade this case to a serious malfunction reportable MDR. Company clinical evaluation comment: based on the information provided, the event thermal burn as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the event thermal burn as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.